Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the unit can not work normally and there is no response at all. We tried to change a power supply for it. It was successful after changing the power supply. No patient involvement.

Event description:
The following was reported to hamilton medical ag: the unit can not work normally and there is no response at all. We tried to change a power supply for it. It was successful after changing the power supply. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).